Manufacturer narrative:
Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause for the reported bleeding between the pump and apical cuff could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5 ¿surgical procedures¿ (under ¿inserting the pump in the ventricle¿) states use a sterile surgical tool to unlatch the slide lock. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 left ventricular assist device (lvad) and a centrimag right ventricular assist device (rvad). The implant occurred the evening of (B)(6) 2023 and ended early morning on (B)(6) 2023. After the chest was closed but prior to the patient leaving the or, significant chest tube bleeding was noted, and eventually the chest was reopened to investigate the bleeding source. It was noted that the bleeding was located in the vicinity of the pump/apical cuff. The patient was placed back on bypass. The pump was unlocked and removed from the apical cuff using the unlock tool. It was noted that the locking mechanism was irreparable damaged during the unlocking. A new implant kit was opened, and the pump was prepared while the surgeons reinforced the area of the heart around the apical cuff. It was noted that a few of the original pledgeted sutures were loose and not approximating with the heart any longer. Additional strips of felt were sewn around the perimeter of the apical cuff to reinforce. Once the new pump was prepped, it was locked into place on the apical cuff. Bleeding was again noted around the perimeter of the pump. The pump was carefully unlocked with the unlock tool. No bleeding was seen around the apical cuff, but further reinforcement was made to ensure apposition between the heart and the apical cuff by sewing a continuous running suture around the perimeter of the apical cuff. The new pump was again locked into the apical cuff, and bleeding was again noted. The bleeding appeared to be coming from between the pump and the apical cuff. It was suggested to wrap surgicel around the pump and apical cuff interface, but in the interest of time the heart was returned back to anatomical position and the chest was packed with mini laps and left open. The patient left the or in stable condition on the heartmate 3 lvad and centrimag rvad. Original pump MFR # 2916596-2023-08282.